Event description:
It was reported that the surgeon had inserted an aspheric three piece collamer lens model cq2015a and the lens tore. The surgeon removed the lens with no patient injury. It was reported that the lens was torn due to being loaded improperly.

Manufacturer narrative:
Results: a visual inspection of the returned product shows the lens is torn in half. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval.